Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty. While drilling a screw hole for fixing of acetabular shell the drill bit broke. A piece of drill bit fell into patient and was retrieved. Attempts for additional information were made; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Foreign source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device confirms the drill bit is fractured into 2 pieces. The hardness of the device was measured and is conforming to print specification. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.